Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent blower temperature alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the high blower temperature alarm on the screen but stated that it continued to cycle breaths and was removed from use with no harm reported. The customer confirmed the occurrence of the diagnostic code for the high blower temperature alarm in the device's event log. The rse advised the customer to perform an extended run of the device to attempt to duplicate the issue. The cooling fan was confirmed to be operational, and the air inlet filter was fairly dirty. The rse informed the customer that blower assembly should be replaced if the issue was duplicated or could be done as a cautionary preventative measure. The rse provided the customer with the part information for the blower assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.